Event description:
The sales rep reported that during surgery on a male pt, the surgeon had difficulty using the distractor. The struts kept popping out of the instrument. There was no harm to the pt and no reported surgical delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.